Event description:
It was reported that during the basic evaluation the lead slipped, so it was replaced with a permanent lead for the second trial. At first the trial did not work, but then the patient was reprogrammed. The cause of the lead slip and the patient outcome were not reported, so additional information was requested. If additional information is received a supplemental report will be sent. Information pertaining to the patient¿s lack of effect since implant was omitted. (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).